Event description:
It was reported to philips that the system was unable to turn on. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, it is found that the input and power supply voltages fell within permissible limits. Upon troubleshooting, the fse concluded that the problem was probably linked to variations from the external electrical supplier, which may have been influenced by recent electrical storms. An evaluation of the power supply to the central panel in collaboration with the external supplier found no irregularities. The system was returned to the user in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not caused by philips, but there is an error by external electrical supplier. This complaint is related to the central electrical supply by the external electrical supplier. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.